Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer that the lenses break or ¿stain¿ after 1 or 2 uses. The consumer visited emergency room and left eye was diagnosed with keratitis. The current status of the consumer¿s eye was improving at the time of this report. Additional information has been requested on type of keratitis, medical document but not yet received. Additional information has been received which states that consumer experienced bacterial keratitis and states that lenses were ruined. The current condition of consumers eye was improving at the time of report. The symptom resolution has been followed up.

Event description:
Additional information has been received which states that consumer's eye was resolved at the time of the report.

Manufacturer narrative:
"B.5., updated with current patient condition. The manufacturer internal reference number is: (B)(4).